Event description:
Healthcare professional (hcp) had set up the baxter meridian device for hemodialysis. Hcp completed the prime, hung a new bag of normal saline, left device in recirculation and walked away. Hcp returned to device and found the normal saline bag was full of solution and it appeared to be full to the point of bursting. Upon examination of the device the hcp found the interlock was stuck. Hcp replaced the entire hemodialysis extracorporeal setup, reprimed with a new setup and then initiated a hemodialysis treatment. The administrator reported there was no pt injury and no medical intervention.